Event description:
Pump declared alarm 20 during pumping session. Blood glucose level did not exceed 500 mg/dl. Caller was assisted by technical support in loading a new cartridge which resolved the issue.